Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. During implant, a pericardial effusion occurred. A pericardiocentesis was performed and 500ml of fluid was removed. The patient was stabilized and the watchman device was released. The patient was moved to the intensive care unit and was reported to be in stable condition. The patient was discharged two days post procedure.